Event description:
During the procedure surgeon brought our attention to the screen. There was a piece of something that he said was a plastic shaving from the applied medical trocar that he was using. The particle was removed from the patient. No harm to the patient.